Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were not reproduced due to an "upstream occlusion!" Alarm. Evidence for the reported problem "air in line" was found through review of the event history by the presence of "air-in-line!" In the log; however, it cannot be determined if the alarms are true or false. Inspection of the ultrasonic sensor flex tail found continuity across the ultrasonic crystals. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.